Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID: d-evolutfx-34 (lot: 0012289390); product type: 0195-heart valves; product ID: evolutfx-34 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2025; product ID: d-evolutfx-34 (lot: 0012289390); product type: 0195-heart valves; product ID: l-evolutfx-34 (lot: 0012436668); product type: 0195-heart valves; product ID: l-evolutfx-34 (lot: 0012436668); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of this 34-millimeter (mm) transcatheter bioprosthetic valve with this delivery catheter system (dcs), the valve was inspected and no misload was observed. The system was inserted and advanced into deployment position. During the first deployment to 80% an infold was identified. While the infold was noted, the implant team could clearly see opacity due to the superposition of the frame caused by the infold. The valve was then fully recaptured and the system was removed from the patient. Per the physician, the valve was not properly prepared by the site staff. Per the sales representative, a misload was not identified because the physician turned the loaded system but not all 360 degrees around. Thus, the full extent of the infold was not visible. The patient anatomy did not impact the infold. The valve and dcs were replaced. After deployment of the replacement valve, a new left bundle branch block (lbbb) was identified. Post-procedure electrocardiogram (ECG) showed lbbb with a crs duration of 138 milliseconds (ms). Another ECG was performed on the day of valve implant that noted a resolved lbbb with a qrs duration of 90 ms. The lbbb was reported to have resolved on the day of onset. No treatment was provided for the lbbb. The lbbb event was noted to have not been related to the valve implant procedure but did have a causal relationship with the valve.